Event description:
The snap came off the vest and fell into the surgical site.

Manufacturer narrative:
During two separate orthopedic procedures performed by the same surgeon, a snap from the vest came off and fell into the surgical site. In both instances the snap was removed with forceps. No serious injury resulted from either incident and the procedures proceeded without further incident. The actual samples were discarded.